Event description:
A copy of a voluntary medwatch was received. The info indicated that duriing an interventional procedure while attempting to deploy a cypher 3.0 x 13 mm stent, the stent delivery system (sds) would not cross the circumflex target lesion. The stent dislodged and remains in the pt. The report also stated that the pt had severe coronary artery disease (cad) and the circumflex target vessel started to close off further just prior to deployment. The pt required emergency coronary artery bypass graft (CABG) surgery. The physician used a technique he had used before. The artery was bypassed and the stent was not removed because it was felt it be too dangerous for the pt.

Manufacturer narrative:
Additional info received indicated that the physician was recommending CABG surgery for the pt after the percutaneous coronary intervention (pci) prior to the dislodgement due to the pt's coronary disease, the pt had three-vessel CABG surgery and continues to be followed clinically. The product is not available for eval and testing. A report was received that a cypher sds was associated with stent dislodgement. The event involved a male pt with a history of cad. The reason for his admission to hosp was not reported; but an angiogram revealed a lesion in his circumflex. From the report, it appears that the physician planned to refer the pt for CABG because of his overall condition; but opted to treat this lesion interventionally at this time. It is not known if the pt had further lesions that were not amenable to interventional treatment or whether he required valve surgery. No vessel and/or lesion characteristics were provided regarding the circumflex lesion. It is not known if the lesion was pre-dilated prior to the introduction of a 3.00 x 13mm cypher stent. Attempts to cross the lesion were unsuccessful. It appears that the stent dislodged from its balloon during further attempts to cross the lesion or during attempts to remove the sds from the pt. The sds was removed without injury to the pt, and no attempts were made to retrieve the stent (in light of planned CABG). Additionally, during this procedure and prior to attempted stent deployment, the pt's circumflex started to close off. This may be why the physician opted to try to treat this lesion and why he decided to leave the un-deployed stent in situ. Attempts to obtain further info have been unsuccessful. The product remains implanted in the pt and is thus not available for eval. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Based on the limited info, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or mfg related. Please note that this is the initial/final report for this product.